Event description:
It was reported the device alarmed and customer attempted to clear the alarm and was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was not captured. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump passed self test. No alarms noted. Intermittent button response due to moisture damage keypad traces. The device was received with cracked reservoir tube lip. The display window had deep scratched and it was worn.